Manufacturer narrative:
This follow-up report is being submitted to relay additional and corrected information. The following sections were updated: h6. The following sections were corrected: h6, h11. The reported event was unable to be confirmed due to limited information received from the customer. No device was returned for evaluation; further, photographs and/or radiograph images were not provided for review. Operative notes and/or medical records were not provided for review of usage/technique. A review of complaint history determined that no further action is required as no trends were identified. A definitive root cause was unable to be determined; however, was likely the result of pain and reduced range of motion secondary to the reported lipoma. However, this cannot be confirmed. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.

Manufacturer narrative:
This follow-up report is being submitted to relay corrected information. The following sections were corrected: g1.

Event description:
It was reported that the patient underwent an initial tsa (total shoulder arthroplasty) on the left side. Subsequently, the patient experienced pain and reduced range of motion. As a result, the surgeon made an incision exposing a large fatty lipoma in the joint. Infection was suspected but the aspiration was negative. Surgeon removed the device and implanted a cement spacer. Patient was last known to be in stable condition following the event. No further information available.

Manufacturer narrative:
D10: 300-01-13 - equi, hum stem primary, press fit 13mm: (B)(6) 320-01-38 - equi rev 38mm glenosphere: (B)(6) 320-10-00 - equi rev tray adapter plate tray +0: (B)(6) 320-15-01 - eq rev glen plate: (B)(6) 320-15-05 - eq rev locking screw: (B)(6) 320-20-00 - eq rev torque defining screw kit: (B)(6) 320-20-22 - eq rev comp scr lck cap kit, 4.5 x 22mm: (B)(6) 320-20-26 - eq rev comp scr lck cap kit, 4.5 x 26mm: (B)(6) 320-20-34 - eq rev comp scr lck cap kit, 4.5 x 34mm: (B)(6) 320-20-34 - eq rev comp scr lck cap kit, 4.5 x 34mm: (B)(6) 320-38-00 - equi rev 38mm humeral liner +0: (B)(6). The reported event was unable to be confirmed due to limited information received from the customer. No device was returned for evaluation; further, photographs and/or radiograph images were not provided for review. Operative notes and/or medical records were not provided for review of usage/technique. A definitive root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.